Manufacturer narrative:
The manufacturer previously reported regarding a dreamstation 2 device. The patient alleges that the device became hot and there was a smell of burning plastic. There is also a report of the visualization of smoke. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer received new and relevant information on 04/17/2026: the ds2adv auto CPAP was forwarded to pil (product investigation laboratory) for investigation. During the device evaluation, pil found the using a known good power supply and power cord, pil confirmed the device would not power on and a burning odor was observed. Pil immediately unplugged the device. Due to the issue of no power and burning odor, pil was not able to retrieve the error logs and care orchestrator data was not available for download. Additionally,pil observed a dust-like contaminant was observed on the water tank lid, water tank seal, water tank, ui display bezel, top enclosure, center enclosure, iso port, inlet/outlet seal, blower box cap, inside the inlet of the blower box, on the blower, blower seal, blower box, heater plate, heater plate spring, and bottom enclosure. The water tank pan was observed to be rusted/corroded, likely due to liquid ingress to the underside of it.the ui display bezel was observed to have small cracks in it around the ui therapy button. The q6 (part of the heated tube circuitry) and fb4 components on the pca were observed to have thermal damage to them. The issue of thermal damage to the heated tube circuitry is addressed in ER (iia) 2250740 (v00).the blower seal and blower impellors were observed to have slight discoloration to them. Pil was able to confirm the complaint, but not address the symptoms specified. In this report box g, and box h has been updated/ corrected. The reported failure of thermal issue is accommodated in the product risk management file as being linked to hazard with description fire, flame, smoke. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no further indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Event description:
The manufacturer received information regarding a dreamstation 2 device. The patient alleges that the device became hot and there was a smell of burning plastic. There is also a report of the visualization of smoke. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.